Event description:
While opening a femoral component during a total knee procedure, the circulator noticed a defect/tear in the internal packaging. They attempted to open the second layer and remove the implant using sterile techniques but it was stuck and they were unable to remove the implant without compromising sterility. The implant had to be wasted and another implant was opened and used.

Event description:
While opening a femoral component during a total knee procedure, the circulator noticed a defect/tear in the internal packaging. They attempted to open the second layer and remove the implant using sterile techniques but it was stuck and they were unable to remove the implant without compromising sterility. The implant had to be wasted and another implant was opened and used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Based on the visual inspection of the returned packaging appears that this component packaging was subjected to excessive handling whereby the unit carton was compressed to the extent that the outer blister cracked under the compressive force it was subjected to. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. This investigation is similar to event whereby the investigation for similar event concluded that the packaging damage was caused by excessive handling during distribution.